Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h6.

Event description:
New information received notes the lead explanted and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, only the distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead portion did not find any anomalies except for procedural damage.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right ventricular lead was sensing noise. The lead was reprogrammed. The patient was in stable condition.